Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an iliac stenting procedure, a stent dislodgement occurred. The 85% - 95% stenosed lesion was located in the non-tortuous and moderately calcified left common iliac artery. The lesion length was 20mm - 30mm and the vessel diameter was 7mm. Vascular access was obtained at the right femoral artery. The physician attempted to cross the lesion using the express biliary ld premounted stent delivery system (sds), however, the attempt was unsuccessful. The physician then attempted to pull the sds back into the guide catheter, however, the undeployed stent dislodged into the right external iliac and migrated further into the right external iliac. The physician attempted to snare the stent, but was unsuccessful. Next, an attempt was made to retrieve the stent using an ultra-thin balloon sds, however, this attempt was unsuccessful as well. The procedure was not completed due to this event. The patient was sent to surgery to have the stent removed. No further patient complications were noted and the patient's status is unknown.